Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury. Impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve. If the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow. If the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.

Event description:
The user facility reported a 69 year-old male with cardiogenic shock and acute myocardial infarction was implanted with an impella device for mechanical circulatory support. The patient also underwent a mitral valve replacement. On the fourth day of support, the medical staff noticed a thrombus in the patient¿s aorta, surrounding the impella device¿s cannula and catheter. The thrombus was resolved with a penumbra and inari thrombectomy. Additionally, there was bleeding that prompted a washout and a possible fasciotomy. The impella device was explanted and replaced with another, escalated impella device.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." B.7 revised as this information was inadvertently omitted from the previously submitted report. D.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 codes 4852 and 4775 were reported incorrectly on the previously submitted report. Code 4114 was added as it was inadvertently left off the previously submitted manufacture device report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.